Event description:
The ge oec 9800 fluoroscopy system had a loose power cord connection that would cause the system to lose power.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a loose plug on the power cord that was tightened to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.